Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and was implanted. It was reported that the patient underwent another procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted . It was reported the following insertion patient experienced pain, urinary problems, bowel problems, recurrence

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.